Event description:
Customer reportedly obtained a result of 160 mg/dl on the advantage sys while experiencing hypoglycemic symptoms. The paramedics were called and, within 10 minutes of advantage sys result, obtained a result of 48 mg/dl on the professional device. Customer was treated with orange juice. Requested return of suspect system and replacement was sent.